Event description:
Caller reported inform system blood glucose results of 39 mg/dl and 206 mg/dl within 10 minutes. Caller believes patient treatment was based upon the 206 mg/dl result, treatment unknown. Reported no adverse event. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return